Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA#: 734075. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider via manufacturer representative regarding a patient with clinical ID: (B)(6), study ID: (B)(4) and sub event 001. It was reported that, patient had methicillin resistant staphylococcus aureus infection, grossly contaminated instrumentation. Additional surgery was performed on (B)(6) 2025. Debridement of wound was performed during reoperation. Additional medication was provided. Diagnostic MRI was performed on (B)(6) 2025 and the results shows that there was suspicion for osteomyelitis/discitis. Site seriousness assessment: there was hospitalization of patient. Site related assessment: adverse event was causally related to the study device and procedure. Sponsor assessment: adverse event was causally related to the study device and procedure. There were no further complications reported regarding the event.

Manufacturer narrative:
Correction: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.